Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device's ratchet has failed. It does not perform the up and down motion. The event occurred during surgery. There was no harm as another device was used to complete the surgery. There was a delay of 15 minutes. No adverse event has been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the ratchet gear, sliding pin, spring, and screws were worn. The ratchet gear, sliding pin, spring and screws were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.